Event description:
In an article titled vascular complications after percutaneous coronary intervention following hemostasis with the mynx vascular closure device versus the angioseal vascular closure device by shah azmoon, md et al which studied patients who underwent left heart catheterizations with subsequent immediate pci from (B) (6) 2008 to (B) (6) 2008 the following was reported: "major complications in patients treated with the mynx vcd included retroperitoneal bleed requiring surgical intervention (n=2), pseudoaneurysm requiring surgical repair (n=2) and hemorrhage with loss of >3g of hemoglobin requiring blood transfusion (n=1). This medwatch form documents the two pseudoaneurysms requiring surgical repair. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited information provided and no returned device for physical investigation, the cause of the reported pseudoaneurysms could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.